Event description:
On (B)(6) 2013, it was reported that the patient's infusion device displayed e7 (electronic error). She changed the battery in the device, but it still displayed e7. She reported that none of the buttons on the device were functioning. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
E7201 were found in the history. The pump correctly triggered the e7201 error message during start up, as the hall sensors are defective. The buttons of the insulin pump were tested on the diagnostic test system and meet the specifications.